Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the worsening mitral regurgitation (mr) and potential leaflet damage are likely related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of worsening mr and mitral valve injury (tissue damage) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 2. An attempt was made to place a 2nd clip lateral to the first. During final closure of the second clip, the mr increased to 3. Four additional grasps were performed in an attempt to reduce the mr; however, it was not possible to reduce the mr further. It was suspected that during the final closure of the second clip, the anterior leaflet was punctured. The second clip was not implanted. The procedure was aborted and the mr remained at 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.